Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to a migration of the implant housing a revision surgery took place in which the implant was re-positioned. Since reposition surgery the user has no sound perception on the most basal channel, which was subsequently deactivated.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a re-positioning surgery due to a migration of the implant housing from its intended position. After the revision surgery the most basal channel has been disabled due to no benefit from it. The recipient will be monitored by the clinic. The device remains implanted and in use. This is a final report.

Event description:
Due to a migration of the implant housing a revision surgery took place in which the implant was re-positioned. Since reposition surgery the user has no sound perception on the most basal channel, which was subsequently deactivated. After additional fitting the user could hear again with the maps, which were adjusted during the session.